Event description:
A us distributor returned a monitor and reported being unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the black pulse wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.